Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarmed with "ventilation suppressed". The patient was bagged and afterwards the ventilator was exchanged. No patient harm to the patient, user or third party was reported.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The logfiles provided did not show any issues at the day of the event. The message "ventilation suppressed" is a hint that is shown during suctioning maneuver after pressing the o2 flush button to stop ventilation and start suctioning. This is no fault or error, that is normal in this situation. -----------------------------------------------------------------------